Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she had low blood glucose of 50 mg/dl after the trainer changed her basal rates and a stressful day. Customer treated her low blood glucose with juice and glucose tabs. Customer's blood glucose at time of call was unknown. Customer has gastro paresis. Customer was advised to monitor the insulin pump. Customer was advised to contact her healthcare professional regarding unexplained low blood glucose. Customer will not be returning the device for analysis.